Manufacturer narrative:
Analysis of wr9200 (lot# serial# (B)(6) recharger found led's scroll continuously device is unresponsive. Flash sector read/write protection bits have become set. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the recharger wasn't working as the power button didn't work and the green light just kept flashing (scrolling green battery lights). The dock had a green light, but the lights on the recharger kept scrolling green. The recharger was reset in and out of the dock, but nothing was resolved, and thus the patient was unable to charge. The implant was currently 25% charged. A replacement recharger was sent next day.